Manufacturer narrative:
Additional information - d4, d10, g4, g7, h2, h3, h4, h6, h10. UDI # (B)(4). The device was returned for evaluation. The device history record (DHR) documentation showed no abnormalities related to the reported failure. The reported complaint was not confirmed. Via inspection of the unit. No issues observed related to the reported complaint. The brackets on the base unit slide into the table smoothly and the handle locks sufficiently. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00451 and 3004608878-2020-00452.

Event description:
This 1 of 3 reports. A customer reported that the a2101 mayfield ultra base unit won't tighten onto bed. There was no known patient injury or delay in surgery.